Manufacturer narrative:
Updated fields - b4, d9, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field-h6 (medical device problem code). Cardiosave (B)(6), indicates a purge problem on a connected patient. The console had been working for 48 hours, they turned it off to perform an intervention on the patient. And they restarted it, the problem appeared at that time. According to the photo, there would be a problem on the pim but given the value of x2, the problem would come more from the drive manifold. Just in case, it would be necessary to provide a pim d997-00-1178 and a drive d104-00-0031. Cardiosave (B)(6), when starting the console, code 6 appeared. It would be necessary to plan a calibration of the console or plan the replacement of the front end d670-00-1164. Fse don't know how it works for fixes on the islands but it would be necessary to plan a passage or a return of these machines. No repair information available. In future if we receive any repair information will reopen and update the investigation. Patient involved and no harm reported.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1, initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that breakdown on the cardiosave intra-aortic balloon pump (iabp). It indicates a purge problem on a connected patient. When starting the console, code 6. No harm reported.